Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, a gap in the adhesive part between the plastic cover and the tip cover. In addition, insufficient or incorrect reprocessing scope accessory was used, black spots/scratches were visible in the image, ultra sound image disappears but returns and there are irregularities on the external appearance of the ultrasonic transducer (breakage/stain/discoloration). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus device, evis exera ii ultrasonic bronchofibervideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was found the distal end had loosened and foreign material had entered the gap. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the acoustic lens on the ultrasound probe was damaged, and the adhesive had peeled off around the acoustic lens allowing foreign material to enter the gaps. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfection or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. During the inspection and testing, service found the charge couple device unit (ccd) cable was too short, and the image displayed was grainy. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus field service engineer (fse) while on-site, that the subject device had image interference and less light seen in the image due to looseness when it was connected. There was no patient or user injury reported. The fse found that the endoscope did not fit well with the light source and noted that the light source connector was recently replaced. The fse observed the image interference and advised the customer to send the scope for evaluation and repair.